Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: green addease connector has the white pellet stuck inside the fluid mixing chamber. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) addease binary connector, and three (3) photographs were provided for evaluation. The returned sample was visually inspected, and it was observed that the plunger was positioned halfway out of the addease spike and appeared to have residual fluid around it. To determine whether the plunger had become lodged inside the spike, the connector was assembled with a vial and pab bag. The sample activated successfully, allowing fluid transfer between the components. Following activation, the plunger was found inside the vial, confirming that it had not been stuck within the spike. The provided photographs corroborated the initial observation of the plunger being partially displaced from the connector, and one photograph included an insert card for traceability purposes. Based on visual inspection, functional testing, and review of the provided photographs, the device activated successfully during testing, and the plunger transferred into the vial as intended. No evidence was identified to suggest that the plunger was stuck within the spike or that any mechanical failure had occurred. Therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.